Manufacturer narrative:
The patient was born in 1950. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis. The breach was further described as a touch contamination from diarrhea. The patient was hospitalized for the event. Treatment for the peritonitis was not reported. The outcome of the peritonitis was unknown. Action taken with pd therapy was not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
The breach in aseptic technique was clarified as ¿gastrointestinal disorder due to food¿. The patient was treated with an unspecified antibiotics. At the time of this report, treatment was discontinued and the patient had not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.